Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
It was reported that the scope was cloudy and had black spots inside the glass. The scope was not associated with a case. No patient involvement has been reported.